Event description:
The physician was performing an embollllization of an arterio venous malformation wwith a liquid agent and alcohol. He removeed the catheter when he noticed contrast leaking into the internal carotid artery. There is no clinical sequela..